Manufacturer narrative:
Additional clarification to h6: a good-faith effort to obtain information regarding the causality of the event have been requested from the patient's heatlhcare provider; no details have been provided at the time of this report. An inspection performed by a electromed technician noted that the device was functioning as designed, no malfunction was observed. There was no report of device malfunction and no malfunction of the device found during inspection or investigation. The exact cause of the reported event cannot be determined at this time, and the patient's injury was likely related to the patient's pre-existing medical conditions, however, it cannot be excluded that the smartvest device contributed to the event. No further action is required. Device hours 7.5.

Event description:
Patient reported emergency room visit due to extreme right-side pain the abdomen and inability to walk. Patient admitted to hospital for four days and in rehabilitation for eighteen days. Patient is currently at baseline. Patient discontinued use of the device. Patient believes the use of the device caused or contributed to the adverse event. Hospital personnel advised patient they were not sure what caused patient's issues. Patient stated they felt like it was due to excessive shaking of the smartvest and placement of the hose. Training was completed on (B)(6) 2024 with initial settings 7-8-9 hz 30-25-20% for 5 min each on therapy 1. Patient used the smartvest every day for the first month with no issues. Patient's child said they have not spoken to pulmonary doctor, and they were not aware of patient's hospital stay. Electromed, inc. Representative spoke to staff at the prescribing physician's office who confirmed they were not aware of the issues.